Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient¿s spouse that ¿it stopped working¿ and the patient was reporting pain at the ins site. The caller said that the patient was getting up more at night and experiencing leakage. Prior to the call, the caller stated that they tried to contact thelocal manufacturer representative (rep) however the rep said they were not available. As the caller did not have access to the programmer while on the call, the caller stated that they would call back that afternoon when they were with the patient. The caller said that they were on a trip for a week and the patient had been drinking more than typical. It was noted that this had been sudden and that the patient did not intend to follow up with any health care physician (hcp). Maintenance information regarding the communicator was also reviewed with the caller. Later that day, the patient¿s spouse called back and stated that that the patient ¿had a couple episodes where¿ the patient¿s ¿legs went numb,¿ and the patient ¿crossed¿ their ¿legs and¿ the patient¿s ¿bladder area had a funny feeling,¿ but noted the patient hadn¿t had an episode in a while. Patient services asked for a date and the patient stated that ¿one time I was in bed and the other time I was sitting, but it happened a couple months ago.¿ the patient was going to follow up with the hcp for this issue but it was noted that it occurred in 2019, around (B)(6) time frame. The patient¿s spouse also stated that the patient had also had pain at the incision site and when asked for the date, the patient stated that it had ¿been going on for about 90% of the time since the surgery to put it in,¿ that ¿it wasn¿t that bad in the beginning or that frequent, but now, especially,¿ the patient stated that they would ¿wake up in the morning,¿ and that it would take them ¿a while to start walking before it doesn¿t hurt,¿ and the patient stated that at night if they turned ¿onto the one side where,¿ the patient always slept on, theirright side, that they would ¿wait ¿til it doesn¿t hurt.¿ the patient stated that they could ¿do many things and it hurts, ¿ and stated that they ¿could do many things and it doesn¿t hurt.¿ again, it was noted the patient and their spouse were going to follow up with the hcp. The patient and their spouse again re-reported their previous reported event of the patient getting up more at night and experiencing leakage, and they noted that during their cruise there were some times where, due to the terrain, the patient had pain with walking and they were drinking lots of wine and champagne and they were asking if that could be related to the loss of therapy. The patient¿s spouse also mentioned that initially the patient got to the point where they were only getting up one time during the night and the leakage was very minor, noting that this had lasted for a period of time but, and then the patient started saying¿now I¿m getting up at least twice a night and by the second time I have to hurry to the bathroom because I¿m leaking like crazy. I also make sure that I have hardly any bits of liquid after 6 pm. The reason for their call was that the patient and their husband were wanting assistance adjusting the stimulation and patient services walked the caller and the patient through changing the settings and the end result was the patient/caller increased stimulation from program 3 at 1.7 to program 3 at 2.0. The patient confirmed that the stimulation was comfortable and in the correct area. Patient services reviewed that the patient should keep track of symptoms and allow their body to adjust and make changes as needed. The patient¿s spouse stated that originally the patient was on program 3 at 1.2 and it was increased to 1.7 and that the patient had preferred the stimulation at 1.7 vs 1.8. The spouse called again on (B)(6) 2019 and reported that the patient had a return of symptoms a couple months ago. The caller stated that they had tried to increase the patient¿s stimulation on (B)(6) 2019 but that that had not resolved the issue so they would like assistance in changing programs. The caller stated the device had been working and then stopped. The caller stated that the patient increased from 1.2v to 1.7v and then 2.0v and that nothing really helped, ¿maybe for a day.¿ while on the call, the external equipment was available but the handset was depleted (at 0%) and had been actively charging. Patient services reviewed that the handset needed to charge prior to making therapy changes and recommended that they charge the equipment and that patient services would call the patient back the next day. On (B)(6) 2019, patient services called the patient and their spouse back to review changing programs. While on the call, the caller successfully changed the patient¿s settings from program 3 at 2.0v to program 4 at 1.7v and it was noted to be comfortable. Therapy expectation was reviewed with the patient and the caller and it was recommended that they follow up with the hcp if this didn¿t resolve the issue. The patient also inquired about airport security as well and patient services reviewed that information with them and also how to turn the stimulation off. There were no further complications reported.